Event description:
It was reported that the patient had the inflatable penile prosthesis pump component removed due to tubing crack of left cylinder. The old reservoir was not removed. . A new inflatable penile prosthesis pump and reservoir were implanted. The event was resolved following the procedure. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated that since the crack on tubing was close to pump and reservoir, it was not related with cylinder; therefore the cylinder was not replaced. There was a fluid loss. The patient experienced symptoms 2 weeks ahead of the surgery. The patient outcome was reported as the patient got well.

Manufacturer narrative:
Model number/catalog number: 72404310, serial number: (B)(4), batch/lot number: 839632005, gtin: (B)(4), description pump ms, expiration date: 07/24/2018, manufacturer date 08/26/2013. Model number/catalog number: 72404161, serial number: (B)(4), batch/lot number: 861191018, gtin: (B)(4), model/catalog description reservoir 65ml pc, expiration date: 12/06/2018, manufacturer date: 12/23/2013. Device evaluation: the pump was returned and analyzed. The cuff and balloon remain implanted. The reported allegation of fluid loss was not confirmed via product analysis of the pump, however, the deflation test results were out of specification, no escalation to ncep, CAPA, or scar is required.

Manufacturer narrative:
Medical device: model number/catalog number 72404310, serial number (B)(4), batch/lot number 839632005, gtin (B)(4), description pump ms, expiration date 07/24/2018, device manufacturer date 08/26/2013. Model number/catalog number 72404161, serial number (B)(4), batch/lot number 861191018, gtin (B)(4), model/catalog description reservoir 65ml pc, expiration date 12/06/2018, device manufacturer date 12/23/2013.

Event description:
It was reported that the patient had the inflatable penile prosthesis pump component removed due to tubing crack of left cylinder. The old reservoir was not removed. . A new inflatable penile prosthesis pump and reservoir were implanted. The event was resolved following the procedure. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated that since the crack on tubing was close to pump and reservoir, it was not related with cylinder; therefore the cylinder was not replaced. There was a fluid loss. The patient experienced symptoms 2 weeks ahead of the surgery. The patient outcome was reported as the patient got well.